Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician wondered why the device reached end of service (eos) as quickly as it did. Additionally, it was noted that telemetry could not be established with the device, and charge time was unavailable. It was noted that the patient had a history of over 40 shock therapies delivered appropriately. The device was explanted and replaced. No patient complications have been reported as a result of this event.